Event description:
An acute mi pt on balloon pump had an occluded lad and high grade stenosis of lcx. Another MFR's stent was placed in the lad. After an unsuccessful attempt was made to place a stent in the lcx, a decision was made to place the 2.5mm stent. The stent was placed and post dilated with a 3.0 balloon. Returned sluggish flow, result felt to be adequate. The wire guide was pulled and an lv gram was going to be done when the pt crashed. They recrossed with wire guide, but pt had expired. The stent had thrombosed.